Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Customer attempted to troubleshoot the issue but was unable to continue, and a follow-up to conclude troubleshooting was planned. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.